Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and two thermocool® smart touch® sf bi-directional navigation catheters, it was reported that towards end of case, after completing the pfa (pulse field ablation) portion of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the piu (patient interface unit) in order to do the flutter line, the carto¿ 3 system displayed error 7, leakage current detected on piu rl input. There was no signal loss or interference that accompanied the error. The force reading for the first thermocool® smart touch® sf bi-directional navigation catheter was fluctuating erratically, and a "hi" force alert was intermittently displayed on the force readings dashboard. The thermocool smarttouch® sf catheter was re-zeroed multiple times, without resolution. The cable was replaced without resolution. The catheter was replaced with a like device. However, the same issue persisted on the second thermocool® smart touch® sf bi-directional navigation catheter. Next, the medical team inspected both connectors on the two catheters. There was "black char" identified inside of both the cable connectors. Additionally, the medical team inspected the piu map port on the carto 3 system, and noticed there was black char present inside the port as well. "Something appears to be stuck" inside one of the "cylinders" inside the map port. The medical team could not confirm how the damage occurred. By this point, the patient had been under general anesthesia for approximately 2 hours. A transseptal puncture had been performed on the patient. However, the atrial fibrillation/atrial flutter portion of the procedure was cancelled. No patient consequences (such as extended hospitalization, exacerbation of the patient's disease, or implication by the physician that risk was increased due to the cancellation) were noted. This report is for the number 1 of 2 thermocool® smart touch® sf bi-directional navigation catheter devices.

Manufacturer narrative:
On 24-feb-2025, the photo analysis was completed. Subsequently, the bwi product analysis lab received the device for evaluation. The product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and two thermocool® smart touch® sf bi-directional navigation catheters, it was reported that towards end of case, after completing the pfa (pulse field ablation) portion of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the piu (patient interface unit) in order to do the flutter line, the carto¿ 3 system displayed error 7, leakage current detected on piu rl input. There was no signal loss or interference that accompanied the error. The force reading for the first thermocool® smart touch® sf bi-directional navigation catheter was fluctuating erratically, and a "hi" force alert was intermittently displayed on the force readings dashboard. The thermocool smarttouch® sf catheter was re-zeroed multiple times, without resolution. The cable was replaced without resolution. The catheter was replaced with a like device. However, the same issue persisted on the second thermocool® smart touch® sf bi-directional navigation catheter. Next, the medical team inspected both connectors on the two catheters. There was "black char" identified inside of both the cable connectors. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, black stains were observed on the patient interface unit (piu) and cable connector, in addition, on the inside of one of the pins of the piu it is observed a material. No images of the catheter were provided; however, these conditions could be the result of the interaction of these devices and the catheter and could be related to the issues described by the customer; however, this cannot be conclusively determined as physical product has not been returned for analysis. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device: the connector was in normal conditions. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Also, the force feature of the deevice was evaluated and the vector was observed within specification. No force issues were observed. Then, the device was connected to the generator during 1 hour, performing several ablation cycles and the device handle temperature reached 34.6 °c, which is an expected behavior. A manufacturing record evaluation was performed for the finished device number lot 31474047l and no internal action related to the complaint was found during the review. The connector, force, current leakage, and thermal issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. For force issues, the carto 3 instructions for use (IFU) states: ¿always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. For current leakage issues, the carto 3 IFU states: ¿disconnect all catheter cables from the piu. If the error persists after disconnecting all catheter cables from the piu, turn off the piu power supply and contact biosense webster service and support department to report a piu issue. If the error message disappears after disconnecting all catheter cables, reconnect the catheter cables, one by one, until the catheter or cable causing the error is identified. Replace the faulty catheter and/or cable. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).